Event description:
The reporter did not state the reason for the return of the sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarm has intermittent power by pressing on the battery door which could potentially cause the alarm not to sound.

Manufacturer narrative:
Eval results (other): there was a possible intermittent power by pressing on the alarms battery door.